Event description:
It was reported that the customer's insulin pump had an error alarm and could not pass the displacement test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to alarm.